Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used in the descending colon to treat polyps during a colonoscopy procedure performed on an unknown date. During the procedure and inside the patient, the clip was unable to deploy normally from the delivery device upon firing. The nurse tried to jiggle the delivery device, but the clip was unable to detach. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.